Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. A medtronic representative, following up with the site, reported that the site was running two rooms. The site did a navigated spin in one room, then moved the imaging system into the next room and plugged it into the pacs network to do a non-navigated spin. A site biomed representative was notified of the event and determined: the behavior they're describing is normal behavior, when the imaging system is plugged into the pacs port, the pendant is reflecting "3d navigation not ready..." And will prevent the taking a non-navigated spin like they're wanting to until the correct (pacs) server is selected. The site biomed reported the s7 was not in the room, and the site typical work-flow is to plug the mvs into the wall to pull information from the worklist server and then leave system plugged into the wall while attempting to take a 3d spin and they haven't had issues before. The site biomed walked the rt through confirming pacs ip address is located under "dicom store servers" section in tech services console and not in the "igs servers" section. No further relevant issues reported.

Event description:
A site representative reported that, while in a spinal fusion procedure the imaging system would not take an image. The site take attempted to take a 3d spin and the status bar showed up but the rotor did not move. The site rebooted the imaging system, and reconnected the umbilical cable without resolution. The site then manually moved the rotor it made a clunking sound. The patient was taken to CT to be scanned instead of the o-arm. There was a hour and 15 minute delay due to this issue. There was no known impact on the patient outcome.

Manufacturer narrative:
Patient information provided. Weight was unavailable from the site.

Manufacturer narrative:
A medtronic representative clarified that the system was initially plugged into a navigation system in 1 room for a navigated spin, they brought it into the next room and plugged it into pacs in preparation for a non-navigated spin without rebooting. As a result, the imaging system was expecting to have the navigation system plugged into it, and when it wasn't it prevented the non-navigated spin. A medtronic representative went to the site to test the equipment. The mechanical and imaging passed the system checkout. The system was found to be fully functional.